Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from both the patient and their doctor. It was reported that the ins was working but the patient was just not getting adequate pain control. The patient reported that the previous manufacturer representatives (reps) they had worked with had not fully programmed their device, so they were not getting coverage to where their pain actually was. The patient met with another rep for reprogramming. The rep added a new program, and almost instantly they felt relief. It was noted that although the coverage wasn't relieving all of the pain, the patient was now able to stand up without pain, go up and down the stairs and walk. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that "this isn't working." The patient explained that the stimulator isn't working anymore. The patient said she either wanted to have the ins reprogrammed or explanted. The patient said this issue has been going on for quite a while now. It was reviewed the patient needed to follow-up with her hcp to discuss the possibility of getting the ins taken out or reprogrammed. The patient said she understood. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.